Event description:
It was reported that the target lesion was located in the left main with mild tortuosity, mild calcification and 90% stenosis. Balloon angioplasty was performed with a 4.5 x 8 mm nc trek balloon at 15 atmospheres (atm) for 5 seconds. There was no resistance during advancement to the target lesion. After inflation, the balloon did not deflate. The physician repeated inflation and deflation of the balloon several times and it was able to partially deflated and was retracted from the anatomy partially deflated. The device had been prepared outside of the patient anatomy, the balloon was soaked in normal saline prior to use, and there was no resistance during removal of the protective sheath. The procedure was completed using a new nc trek balloon of the same size, without issue. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Concomitant products: guide wire: sion; guide cath: heartrail 7f al10. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.